Manufacturer narrative:
The patient was later brought in for another interrogation and no new episodes have been recorded. The s-ICD will be eventually be upgraded to the new software in order to utilize the smartpass filter. At this time, the s-ICD and electrode remain implanted and in service.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is august 27, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode caused by t-wave oversensing related to low r-wave amplitudes. Testing was performed and there was noise on all sensing vectors with isometrics. A chest x-ray was performed and verified that the connection between the device and electrode was correct. Boston scientific technical services (ts) was contacted and discussed that due to the low amplitudes, the sensing profile is lowering and causing the t-wave oversensing. Additional troubleshooting was provided. No adverse patient effects were reported. At a later date, the patient was brought in again to perform a screen using a surface EKG. One of the surface electrodes was placed where the electrode was currently positioned and a second one was placed approximately one inch to the upper right of the electrode. The screening results showed an increase in r-wave amplitudes with the second surface electrode. The physician suspects that the system may have migrated from its original implanted position; however, he does not want to reposition the electrode at this time as this patient has been traumatized after receiving inappropriate shocks with a previous transvenous system after the non-boston scientific lead had malfunctioned. The data was sent to boston scientific technical services (ts) and a consultant provided further troubleshooting and programming options to avoid a revision. At this time, the s-ICD and electrode remain implanted and in service.